Event description:
Related manufacturer report number: 2017865-2023-36679 it was reported that noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were being monitored. The patient was stable.